Event description:
It was reported the deep brain stimulation (dbs) system ¿simply didn¿t work¿ after the system was implanted and ¿never worked at all.¿ it was noted the patient was not using their dbs because ¿it¿s not operational.¿ adjustments to stimulation were made with no success. The system remains implanted. Additional information received reported that the patient did not have concerns with their device or therapy "because the surgery was unsuccessful from the beginning." Refer to manufacturer report # 3004209178-2013-16551.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator; product ID 7438, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 3387s-40, lot# v129147, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3387s-40, lot# v055964, implanted: (B)(6) 2009, product type: lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 7426, serial# (B)(4), implanted: (B)(6) 2009, product type: implantable neurostimulator. (B)(4).